Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, after the first firing, the instrument would not open properly. The closing and firing triggers would not fully open all the way to allow additional firings. The surgeon opened a new instrument to complete the case. There was no pt consequence.